Event description:
Per op report: this valve was explanted due to suspected pv leak. Intraoperative tee revealed pv leak; however, at explant, there was "no identifiable pv leak site" and the suture line appeared "intact". Despite these findings, the valve was replaced (sjm 19a-101) in order to ensure no pv leak existed because the pt would be at "extreme risk" should future surgery be required. The pt's native mitral valve was also replaced (sjm 25m-101) due to mitral regurgitation and x-ray induced valvulopathy.